Event description:
This console was not a patient. Upon receipt of console for initial set-up at the implant center, the flow had to be readjusted to pass console calibration. The calibration was performed and console checkout was performed successfully.